Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were there any issues noted in regard to device performance in initial procedure? Not that the surgeon can remember. Does the surgeon believe that the pin hole leak found post-op was related to an alleged deficiency of the endocutter? He's unsure but the pin hole leak was not found intraop it was found postop when the patient came to the ER a week later. How was the leak treated? Stent. Was the lap chole performed due etiology of fever? Yes . What is the current patient status? Just released from the hospital without a stent.

Event description:
It was reported that the doctor performed a laparoscopic sleeve gastrectomy in (B)(6), using a plee60a endocutter, ecr60d reload and peristrips for buttressing material and a month later, the patient returned with a fever. The patient was admitted and after testing was performed, the patient had a laparoscopic cholecystectomy. While in the procedure, the doctor discovered a pin hole leak after the last firing of the endocutter from the initial procedure along the ge junction. The procedure was completed successfully. No other information is known at this time.